Event description:
The device was returned for routine service with no problems identified. There was no reported pt harm. During the repair evaluation, it was discovered that the power loss alarm was not sounding to specification. The root cause is determined to be a faulty capacitor on the power board. The power board was replaced to correct the problem.